Event description:
It was reported the customer received a weak signal alarm on their insulin pump. The customer was advised to monitor their insulin pump after troubleshooting occurred. The customer also reported receiving a no delivery alarm. Customer's blood glucose was over 200 mg/dl at the time of the call. Troubleshooting did not occur as the customer had removed the infusion set from the site. Customer also stated the no delivery alarm was recurring. The customer was also able to observe insulin exit during self troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).